Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay1863 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that they had an introducer from a PICC kit that would not break. The nurse stated that they had to clip the red plastic and on both sides to be able to break the peel away. The introducer was also cut with scissors for the nurse to be able to complete the PICC procedure successfully. There was no injury to the patient.